Event description:
It was reported that during surgery the surgeon was trying to tighten up a screw and the hex screwdriver got broken apart. A loose piece fell to the ground and was recovered. No delay nor injury was reported. A s&n backup device was available during surgery.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per report, the broken piece was recovered. No patient injuries or adverse consequences were reported due to the reported issue. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A visual inspection confirmed the tip of the hex screwdriver shaft is broken off. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.